Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of a reported ventilator inoperative condition and red display screen. There was no patient involvement, and no harm or injury reported. Device evaluation has not yet been completed. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.